Event description:
The micro drill was sent in for eval because it was overheating during preparation for a procedure. There was no pt involvement; another device was used for the procedure. No adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion damage was noted within the internal components of the device. Corrosion damage occurs over time with repeated autoclave cycles. Corrosion damage can lead to increased friction between moving parts which can result in increased heat production.